Event description:
A guiding catheter (7french) was engaged to the target vessel. The target lesion was crossed with a guidewire and pre-dilation with a balloon was conducted. Then the cypher (3.5x28mm) was being delivered to the target lesion, but it did not cross the target lesion due to the heavy calcification. Therefore, rotablator was conducted and the physician was about to redeliver the cypher, but stent was noted flared at the proximal end. Eventually, the procedure was finished successfully with the implant of a new cypher (size unknown). There was no patient's injury reported. The product will be returned for analysis. The physician did not indicate any anomalies prior to use. The target lesion was the distal (rca) right coronary artery that was complete total occluded lesion. The lesion was a de novo, heavily calcified and highly tortuous. There was 95% stenosis.

Manufacturer narrative:
The product was received for analysis, but the assessment has not been completed. Additional information will be submitted within 30 days upon receipt.